Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the plug of a 7f exoseal vascular closure device (vcd) could not be deployed and remained attached to the device after removal. Manual compression was used for hemostasis. There was no reported patient injury. The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vascular closure device. There were no visible signs of device or packaging damage before use. One exoseal device was used for the patient. The introducer sheath used, including its manufacturer, model, and french size, was unknown. Angiography confirmed the suitability of the femoral artery, including a sheath insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, with no apparent calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the exoseal vascular closure device. The deployment button was fully pressed and aligned with the handle. Additional information was requested but not provided. A non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was not locked. The plug was in its manufactured position, and the indicator wire was found not deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. An attempt to perform a deployment simulation evaluation was performed; however, it could not be performed completely, as it was denoted that the swollen plug was covering the indicator wire port, impeding the indicator wire to be deployed and continue with the deployment simulation test. Additionally, the plug was removed manually, and it was confirmed that the plug material was impeding directly the indicator wire. No damages were denoted on the delivery shaft distal end, apart from the one resulting after the manual removal of the plug. A dimensional analysis of the delivery shaft inner diameter was conducted in the received unit and was within specification. A high magnification microscopic evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿vascular closure device (vcd) deployment difficulty unable¿ could not be evaluated through analysis of the returned device as the delivery shaft was observed completely obstructed by a dried swollen plug, which impeded testing of the deployment mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine the factors that may have contributed to the plug deployment issue, as the received condition of the device compromised the testing of the mechanism. The dried, swollen plug was obstructing the indicator wire port preventing deployment. As this dried material would not likely have been encountered during use in the procedure, it is possible that prolonged swelling of the plug contributed to the issue experienced by the customer. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) could not be deployed and remained attached to the device after removal. Manual compression was used for hemostasis. There was no reported patient injury. The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vascular closure device. There were no visible signs of device or packaging damage before use. One exoseal device was used for the patient. The introducer sheath used, including its manufacturer, model, and french size, was unknown. Angiography confirmed the suitability of the femoral artery, including a sheath insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, with no apparent calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the exoseal vascular closure device. The deployment button was fully pressed and aligned with the handle. The device will be returned for evaluation.